Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx coronary drug eluting stent to treat a lesion. The device did not pass through a previously deployed stent. Resistance was not encountered when delivering the device. It was reported that the balloon leaked during stent placement. When the balloon was inflated to place the stent the contrast agent was ejected/leaked from the balloon tip and could not sufficiently inflate. After that, pressure was applied even when the contrast medium was leaking, and only the stent was released. However, the stent could not be expanded properly and it was extended with a different balloon catheter. The lesion was post-dilated. No patient injury was reported.

Manufacturer narrative:
Additional information: the issue occurred on the first inflation. An attempt was made to inflate the device to nominal pressure however it ruptured, nominal pressure was not reached. No difficulty was noted during the removal of the device. Product analysis: the device was received for analysis. The balloon folds were partially expanded. Blood was visible in the balloon and inflation lumen. A tear was evident along the length of the distal tip, extending proximally into the balloon material. The material at the tear site was jagged and uneven. The balloon passed negative prep. It was not possible to disperse the blood from the device, therefore the distal shaft was cut, distal of the exchange joint, to enable pressurisation of the balloon. Upon pressurisation of the balloon, liquid was observed exiting the balloon distal cone. The balloon failed to maintain pressure. Visual inspection of the device confirmed the tear on the distal balloon material was the source of the leak. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.